Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
A rosa technician working for the (B)(6) distributor informed a field service engineer by email on september 10th 2018 that the surgical team had a couple of reboots during the last months. Log files were sent for the period (B)(6) to (B)(6) 2018 and were analyzed. One occurence has been found on (B)(6). Log files show that 3 software crashes and one communication error occurred during a surgery.

Manufacturer narrative:
It was reported that the device encountered multiple crashes during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation four events occurred during the surgery. The root cause of the first device shutdown cannot be determined. The root cause of the second device shutdown is a computer shutdown or to a computer crash. The root cause of the third shutdown is a simultaneous crash of rosanna and rosario software. The root cause of the last event is a shared memory problem between rosario and the controller. Corrected data: date of this report. Date received by manufacturer (date of the completion of the investigation). If follow-up, what type. Device evaluated by manufacturer. Evaluation code (method, results and conclusion).

Event description:
A rosa technician working for the chinese distributor informed a field service engineer by email on september 10th 2018 that the surgical team had a couple of reboots during the last months. Log files were sent for the period january to august 2018 and were analyzed. One occurence has been found on august 21th. Log files show that 3 software crashes and one communication error occurred during a surgery.